Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Subsequently, the usb port partially melted and the pump battery no longer charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.